Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms with elevated perfusion index(pi) were observed. Technical services reviewed the submitted log files which captured low flow events on (B)(6) 2021. These occur at times when pi is elevated. It was reported that the patient was not hypertensive and the low flow alarms are largely position and it was believed to likely represent suction alarms. When the patient leaned onto the left side and the low flow alarms occurred. When the patient leaned onto the right side the alarm immediately subsided. The patient had no symptoms during these episodes.

Event description:
The account communicated that the low flow alarms were positional. It was noted that if the patient leaned to the left side or far forward the left ventricular assist device (lvad) would alarm. The patient was administered diuretics as needed and the alarms resolved. It was also reported that the patient was stable during the low flow alarms. The plan of care was diuresis as needed, maintain inotropes, and transfer to stepdown unit as appropriate.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of submitted log files confirmed the reported low flow alarms. Although a specific cause could not be determined through this evaluation, the account reported that the low flow alarms were positional and resolved with diuretics. A direct correlation between the cause of the alarms and the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The submitted controller event log file contained approximately 5 hours of data from (B)(6) 2021. The file captured transient low flow alarms with elevated pulsatility index (pi) values. There were no other notable findings in the files. The device appeared to be functioning as intended. The patient ultimately expired in (B)(6) of 2021 (manufacturer report number: 2916596-2021-04089). Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) discusses pump speed, power, flow, and pulsatility index in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The heartmate 3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.